Manufacturer narrative:
The actual device used during the case was returned and evaluated. Visual examination of the returned occlusion balloon wire revealed that the occlusion balloon material was baggy and was covered in dried contrast. The extension wire was engaged within the hypotube correctly. Closer visual inspection of the device revealed that the hypotube, balloon, distal and proximal seal bands had no damage. An inflation/deflation test was performed and the occlusion balloon would not inflate. Closer visual examination of the occlusion balloon material revealed a pin hole in the material. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for a leak in the occlusion balloon material. The analysis is complete as of today (B)(4) 2013.

Event description:
It has been reported to us that the occlusion balloon material deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician performed stenting on the vessel. The physician then noticed that the occlusion balloon deflated unexpectedly. The device was removed from the patient. The patient is reported to be fine. The device will be returned for evaluation.

Manufacturer narrative:
(B)(4). Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.